Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that patient with ureteral calculi complicated with hydro nephrosis and renal insufficiency. Indwelling ureteral stent was given on july 26 to drain hydro nephrosis to improve renal function. Today, during ureteral calculus surgery, chronic calcium deposition was found on the surface of a segment of ureteral stent in the bladder, then replaced with a new ureteral stent for the patient. Also injury performance stated urinary tract infection and stone formation. It was unknown what medical intervention was provided for the urinary tract infection.

Event description:
It was reported that patient with ureteral calculi complicated with hydro nephrosis and renal insufficiency. Indwelling ureteral stent was given on(B)(6).to drain hydro nephrosis to improve renal function. Today, during ureteral calculus surgery, chronic calcium deposition was found on the surface of a segment of ureteral stent in the bladder, then replaced with a new ureteral stent for the patient. Also injury performance stated urinary tract infection and stone formation. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause could be, "material selection", however, sufficient information is not available to find a specific root cause. The device was used for treatment purposes. As the device was not returned for evaluation it is unknown if it had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.